Event description:
It was reported by the sales rep that during a shoulder scope on (B)(6) 2021, it was observed that the hd epscp,4.0,30,167,mitek endoscope device was scratched. During in-house service and repair evaluation, it was determined that the device had broken lenses in its optical system. Another like device was used to complete the procedure with a delay of two minutes. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
UDI: (B)(4). Investigation summary: the complaint device is not being returned, it was retained by the customer, therefore unavailable for a physical evaluation. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.,the complaint device was received at the service center and evaluated. It was reported that while doing a shoulder scope they noticed the scope was scratched. Per service reports, this complaint can be confirmed. During the service evaluation the following defects were identified: minor scratches on the unit. Bent/dented. Outer tube damaged - distal tip damaged. Shaver damage to distal tip. Holes in distal tip fibers sunken in. Distal tip fiber damaged, fibers broken, illumination low. Optical system, optical components broken lenses in optical system. The defective parts were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. The faulty parts was identified as the root cause for the device failure during the service evaluation. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.